Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and deformation. Weight measurement identified device weight to the specification. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process and no openings or issues related to rupture device were observed. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and enlarged painful lymph node with silicone inside.

Event description:
Healthcare professional reported left side "ruptured implant, enlarged painful lymph node" and "with silicone inside." Device remains implanted.